Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that the patient presented with an occlusion distally on the left limb due to clot formation and also appeared to be narrow. The physician stated that there was some calcification in the left common iliac. The physician treated the patient with a fem-fem bypass and the intervention was completed successfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion, vascular bypass. Anatomy related; limb placement within a small and calcified iliac artery. Conclusion: occlusion, vascular bypass. Anatomy related; limb placement within a small and calcified iliac artery.